Event description:
It was reported that, on the night of (B)(6) 2014, the patient started experiencing withdrawal, including symptoms of stiffness, light-headedness, relentless vomiting, and diaphoresis. At the time of this report, the patient was hospitalized and was on a patient controlled analgesia (pca) pump. The pump was programmed to minimum rate when the patient was on the pca pump. No pump alarms occurred and no motor stalls appeared in the pump logs. At the last refill, there were no abnormal volume discrepancies, as the accuracy percentage was 7.9%. An aspiration attempt was made. An x-ray and (B)(6) study was done. The event was attributed to the catheter. The cause of the event was that a new pigtail catheter was needed. The patient recovered without permanent impairment. The specific cause of the event and diagnostic/troubleshooting results were not reported. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).